Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) alarmed orange (warning) instead of red (crisis). The patient's heart rate was over 200, and the unit did not alarm at the crisis level. However, no patient harm was reported. It has been determined that this was not a malfunction of the device, but a misunderstanding of product specifications. Per nihon kohden's clinical team, the parameters were set too low. Changing them to normal levels resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) alarmed orange (warning) instead of red (crisis). The patient's heart rate was over 200, and the unit did not alarm at the crisis level.